Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose; he had a seizure and heat stroke and was hospitalized. Blood glucose value at the time of admission was 40 mg/dl. He was taken to the hospital by the ambulance and was released the next day. He went to two hospitals; one hospital took him off the insulin pump. And the other put it back with no issues. Customer also reported the insulin pump was alarming no delivery on (B)(6) 2015. Blood glucose value was 234 mg/dl. Customer stated the alarm was resolved by an infusion set change. Customer declined troubleshooting.